Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: evolutpro-26-us heart valve implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion and the device was at eri (elective replacement indicator). High output was noted without high threshold being recorded. The device was explanted and replaced. Following explant, the device was interrogated and found to have experienced a full electrical reset, with no information present in the device. No patient complications have been reported as a result of this event.